Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) undersensed an induced ventricular fibrillation (vf) during implant testing; therefore, the arrhythmia was not treated. The physician elected to implant a new device. Therapy was not delivered initially with the replacement device, as well. Further evaluation revealed that the inducted arrhythmia was slower than the programmed rate cut-off (rco); when the rco was decreased, appropriate therapy was delivered. This device remains implanted and the first ICD was returned for laboratory testing.